Manufacturer narrative:
The relay for the imaging system was returned to the manufacturer for analysis. The relay was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Event description:
A site representative reported that the imaging system could not be moved after being fully booted up. The system had been plugged into a functioning power outlet overnight, but the motion battery levels remain at zero when the image acquisition system (ias) and mobile view station (mvs) are disconnected. This was discovered outside of any patient involvement. No additional details were provided.

Manufacturer narrative:
The relay for the imaging system was returned to the manufacturer for analysis. The relay was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
The relay for the imaging system was returned to the manufacturer for analysis. The relay was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
The relay for the imaging system was returned to the manufacturer for analysis. The relay was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.